Event description:
It was reported that one pouch of the langston dual lumen pigtail catheter was missing the bottom seal. The account reported that the catheter was not used in the patient, and there was no patient impact.

Manufacturer narrative:
Manufacturer's evaluation of the returned product confirmed that the sterile barrier of the packaging for the langston model 5515 was compromised. Likely root cause of this failure has been determined to be operator error.